Manufacturer narrative:
The customer reported that on thursday (B)(6) 2015 at 0855 they had an alarm on pic tel5d1 in their 5d unit when a patient¿s sp02 fell below 90%. There was an alarm that was acknowledged at the central station and a page was sent out. The patient was not addressed at that time. The patient¿s sp02 continued dropping and there was no re-alarm or re-page and the patient was found turning blue with an sp02 of 41%. The customer said that the system alarms when the lower limit of sp02 is reached but does not re-alarm if the condition persists. He says that this is how the system normally behaves. The customer is not claiming that the system malfunctioned. The customer wanted philips to determine whether or not their system can be configured to re-alarm in a dropping sp02 situation so that they can avoid patient instances like this in the future. According to philips clinicians, the issue is with setting the alarm reminders in the unit settings on the central station. The alarm reminders will come back on every three minutes while the condition persists, the sector will change to blue, and the central will beep six times as a reminder. There is a way for the piic ix to be configured for full audio annunciation if the condition persists, but for the classic piic (such as n.00.12 for this customer) the only option is to configure the reminders on. Please see labeling in test/notes. The issue is not considered as reportable as the device alarmed normally for desat and provided a page to the caregiver that the desat limit had been reached. At that point the staff chose not to provide care to address the patient's condition and this ultimately caused the serious injury (patient turned blue due to saturation level of 41%). The staff wanted further alarm reminders, which can be configured on the device, but the failure to initially provide care for the patient after the patient's spo2 level dropped to the desat level is considered as the cause of the issue. This is not a malfunction but an application support issue in configuring the device to conform to the staffs desired workflow.the issue was resolved by providing information to the customer customer concerning interpretation of the logs and in helping them understand the alarm reminders.

Event description:
The customer ((B)(6)) reported that on thursday (B)(6) 2015 at 0855 they had an alarm on pic tel5d1 in their 5d unit when a patient¿s sp02 fell below 90%. There was an alarm that was acknowledged at the central station and a page was sent out. The patient was not addressed at that time. The patient¿s sp02 continued dropping and there was no re-alarm or re-page and the patient was found turning blue with an sp02 of 41%. The customer said that the system alarms when the lower limit of sp02 is reached but does not re-alarm if the condition persists. He says that this is how the system normally behaves. The customer is not claiming that the system malfunctioned. The customer wanted philips to determine whether or not their system can be configured to re-alarm in a dropping sp02 situation so that they can avoid patient instances like this in the future. The patient was found turning blue with an sp02 of 41%. The customer is not claiming that the system malfunctioned. The customer wanted philips to determine whether or not their system can be configured to re-alarm in a dropping sp02 situation so that they can avoid patient instances like this in the future.